Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. No rewind anomaly noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had drive support cap was loose and sticking out. Customer's blood glucose level was unknown. Customer reports insulin pump was not rewinding and fallen off. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.